Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 5076-45 lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the patient experienced syncope. The right ventricular (rv) lead had intermittent capture. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.